Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): unknown. The UDI is unknown because the part and lot number were not provided. The stent remains in the vessel. It is indicated that the delivery system is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident. Angina and stenosis are listed in the promus everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 4.0x8mm promus stent referenced is filed under a separate medwatch report. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that on (B)(6) 2013 a 2.5x12mm promus stent was implanted in the left circumflex (lcx). On (B)(6) 2013 a 4.0x8mm promus stent was implanted in the left anterior descending coronary artery (lad). On (B)(6) 2015, the patient presented with chest pain and a coronary angiogram was performed showing 90% in-stent restenosis in the ostial lcx, 30% restenosis in the proximal lad, 50% stenosis in the left main coronary artery and several areas of stenosis in the right coronary artery. On (B)(6) 2015, 3 vessel coronary artery bypass was performed. On (B)(6) 2015, the event resolved and the patient was discharged on aspirin and clopidogrel. There was no additional information provided.